Manufacturer narrative:
Pt's name in "e1" section is not provided to maintain confidentiality. Device eval method code 86= device was not returned for eval.

Event description:
Alleged erosion. Follow-up findings: infection of unk etiology with extrusion.